Event description:
It was reported that an increase in impedance had been observed on the right ventricular lead. It was noted that intermittent capture had been observed previously in the bipolar configuration; the lead had been switched to unipolar when this was discovered. The lead was explanted and replaced. The patient was seen in clinic following the procedure was fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: final analysis found a partial lead was returned. The insulation was abraded at 13.2 to 13.4 from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. Following fields deleted: (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.